Event description:
It was reported that an alert for high, out of range, high voltage lead impedance was observed via remote transmission. Patient was not symptomatic. During a clinical visit, all impedances were within normal range and no changes were seen with isometric testing and deep breathing. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.